Manufacturer narrative:
Upon inspection and testing, the user complaint of no image was confirmed. This is attributed to the faulty charge couple device unit. The cable was kinked as well.evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, during the middle of an unknown procedure the device yielded no image. There was no delay in the completion of the procedure. There was no harm or adverse impact to the patient. The patient did not need additional anesthesia nor any medical intervention. The procedure was completed with another unknown device. The device was not inspected before use. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, special adoption, and variations. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. There is no repair history for this device. It is likely that the charge couple device (ccd) unit failed due to an impact such as the user dropping the device, thereby causing the image to be no longer displayed the instructions for use includes the following statements that can prevent the issue from happening: ccd issue: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Cable twist issue: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.